Manufacturer narrative:
Investigation summary: visual inspection revealed the cold jaw was burnt, half of the hot jaw silicon was detached, and the remaining silicon was cracked. There was some evidence of blood. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced energy and steam, and did not remain activated. Based upon the visual observations, the reported failure, "device overheated" was confirmed. A lot history record review was completed for the product. There was no nonconformity which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while the user finished the dissection procedure and started to harvest the graft, the vasoview hemopro endoscopic vessel harvesting system self activated, overheated and scorched the tip on the side of the wired jaw. The hemopro was connected to the power supply with the power set at 3. A replacement unit was used to complete the procedure. There were no patient effects. The product was returned.